Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has cosmetic damage. It was also mentioned that the seal around the pump where the reservoir goes in has broken. Blood glucose level was 117 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).